Manufacturer narrative:
The 510k number could not be provided as it does not match our devices. Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung disease and cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported as "other" in previous report, whereas it should have been reported as serious injury. The following correction has been updated in this report to reflect adverse event: section b1 has been updated to reflect as adverse event. Section h1 has been reflected as serious injury.